Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance was high. It was noted that the impedance decreased upon achieving atrial capture, and also went to high values with patient arm movement. The lead is still in use. No patient complications have been reported as a result of this event.